Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of failure code 2 was confirmed during device evaluation. The assignable cause of the failure was identified as a damaged latch roller. The latch roller was replaced to correct the reported condition. Should additional information become available a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Event description:
The facility representative reported a flogard infusion pump with a failure code of 2. It is unknown when this condition occurred. There was no patient involvement, injury, or medical intervention related to the device. No additional information is available.